Manufacturer narrative:
Investigation ¿ evaluation: event description: cook was informed of an incident involving a ngage nitinol stone extractor. The device reportedly was found to be defective during a rirs (retrograde intrarenal surgery) procedure. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled for investigation. Further visual examination noted the basket formation could not be manually actuated. The solder joint at the coil assembly and cannulated handle were broken. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. The returned device was found to have a basket that was closed and could not be opened. The basket assembly had separated inside the handle, with the joint where the basket coil and cannulated handle join. With the separation, motion of the handle could not be transferred to the basket assembly and function the basket. There were two likely possible causes for the issue; 1) the joint was not soldered correctly during manufacturing, resulting in a weak joint. 2) the joint experienced excessive force, causing the separation. It is also possible a combination of the two factors occurred. There was not enough evidence to make a conclusive determination of the cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a retrograde intrarenal surgery to remove a 1.5 mm kidney stone in the lower calyx, a ngage nitinol stone extractor was in use, but found to be defective. It is unknown how the procedure was completed. It was reported that the patient did not experience any adverse effects. Additional information has been requested.